Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 100 mg/dl. The customer stated that the plastic ring around reservoir came off and was damaged. The customer stated that the reservoir was unable to lock in place and not stable when inserted into pump. The insulin pump will not be returned for analysis.